Manufacturer narrative:
The pump was received stuck in a full segment display after the battery was inserted due to moisture damage on the electronic assembly. The drive support disk was loose/protruded. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart or self tests, or test the operating current test due to the pump being stuck in a full segment display. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked case near the reservoir tube window, cracked battery tube threads, a missing end cap sticker and a detached end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 216 mg/dl at the time of the call. There were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change.